Manufacturer narrative:
Block b3: exact date unknown, event occurred a year after the device was implanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7070575.

Event description:
It was reported that the spinal cord stimulator (scs) was causing numbness on the patients right arm and hand when it should be helping with the pain on the left arm. The patient underwent an scs system explant procedure. No further information could be obtained despite good faith efforts.